Manufacturer narrative:
The device was evaluated by ventec where the reported issue of unexpected loss of power (reboots/inop) was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device rebooted unexpectedly. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.